Event description:
It was reported that the cs300 generated an error message. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed fault code #37 in the iabp log files. The stm noted that the customer had ran out of printer paper. The stm noted that the customer replaced the printer paper. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Updated fields: b4, g4, g7, h2, h6 (evaluation method codes, evaluation result codes, evaluation conclusion codes), h10.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs300 generated an error message. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.